Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was whole tube push off non-patient end of needle. This event occurred 80 times. The following information was provided by the initial reporter. The customer stated: "during use of the tube, a tube push off issue occurred. Non-bd blood collection needle was used. Patients and users are not affected."

Manufacturer narrative:
Investigation summary: bd had not received samples, but a photo was provided for investigation. The photo showed an unused tube indicating the lot number of the impacted product. Therefore, ten (10) retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to tube push off as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of tube push off. Bd was not able to identify a root cause for the indicated failure mode.